Event description:
User received instrument alarms multiple times and erroneous pt results. Exact number of pt samples affected was not provided. Only the following pt example was provided and was discrepant for phosphorus. Initial result gave 24.0 mg per dl. This result was not reported. The sample was repeated giving 4.1 mg per dl which was reported. No pts adversely affected. The field service rep found the squeegee was scratching the reaction cells and the rinse mechanism was not rinsing cells correctly. He replaced squeegees, cells and adjusted rinse levels. To verify analyzer performance, calibration and controls were run with results within specification.